Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient had difficulty connecting the ipg with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed and the device data was retrieved using an external power source. The reported event was not confirmed. A review of the data indicated that the device had been functioning normally while it was implanted, and the sudden battery depletion occurred during the explant procedure. The damage was similar to the typical explant damage and was not considered a failure.

Event description:
It was reported that the patient had difficulty connecting the ipg with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.